Event description:
The customer reported that the device jaws could not be re-opened and that the device blade would not retract due to the amount of tissue placed within the jaws. There was no pt injury. No add'l info regarding the incident and device was made available from the site contact.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.